Event description:
It was reported that there was low sensing on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that there was low sensing on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.